Event description:
Hospital staff specifically requested subject device to be delivered to them for use on the above pt, our rep. Complied.hospital reports increased resistance to ventilation related to subject device.